Event description:
The customer reported that during a lobectomy, an end tone was heard but bleeding occurred. Another device was used to complete the procedure without incident. No patient injury.

Manufacturer narrative:
(B)(4). The product sample was not returned to covidien for analysis. Without the sample, a detailed investigation could not be performed. Because the lot number was not provided, a review of the device history record (DHR) was not possible. The file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.